Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the infusion pump failed the accuracy test witrh a flow value of -12.9% from the desired amount. The specification of the device is +/-5%. This issue is currently being investigated under mdq-CAPA-164.

Event description:
During service testing, the baxter repair techician reported that the device under delivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter serive event.